Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The manufacturer's technical services (ts) confirmed the reported issue. Provided parts ID for the power switch overlay to try first then the pm pcba. The customer ordered parts to make necessary repairs. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device displayed an error code (1105) alarm light emitting diode (led) failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.